Manufacturer narrative:
Manufacturer reference: (B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the surgeon stated a patient had a leak post-op. The procedure performed was not reported. It was unknown whether reinforcement material was used. No information was provided regarding when the leak was identified or how the issue was managed. No additional information can be provided by the account.